Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. While introducing the 2.50x24mm taxus liberte stent into the unknown target lesion, the physician felt resistance. On the physician's third attempt to cross the lesion with the taxus liberte device, the proximal end of the shaft broke. It was noted that the shaft break was located outside the pt. The device was successfully removed from the pt and the procedure was completed with a non bsc stent. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
(B) (6): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).